Event description:
A report was received regarding an orif, distal radius. It was reported that on two separate occasions during the same procedure the surgeon inserted the plate reduction wire and it broke superior to the large stop. The surgeon removed the broken wire using a needle driver in both instances. The surgeon used k-wire without a large stop to hold the plate in place to complete the procedure. Reportedly there was no further problem, and no adverse effect to the patient was noted. This is report number 2 of 2 for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no lot number was provided and the device was not returned.